Event description:
It was reported that the pt had been feeling a sharp needle sensation going up his back. The sensation was positional in the past. The sensation was more uncomfortable to the pt when the stimulation was turned on. The device was re-programmed to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.